Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she forgot to press the green button to take the serter off the sensor. She tried to reinsert the sensor and now the light on the transmitter was not flashing when connected to the sensor. Customer removed the sensor and reported that the cannula was missing. The customer did not have signs of redness, pain or discomfort at site. Blood glucose value was 190 mg/dl. Customer was advised that there is a possibility that the cannula was still inside her body and she should go to the emergency room to get it checked out.